Event description:
Initial report: this non-serious unsolicited sculptra (poly-l-lactic acid) report was received from a physician via our affiliate in (B)(4) on (B)(4) 2010. On medical review, the case was upgraded to serious due to the reclassification of events based on the company's sculptra worksheet. A ptc (pharmaceutical technical complaint) has been initiated for this report: (B)(4). Initial information received from a physician on (B)(6) 2010, via sales force. Additional information obtained when pv department contacted the physician on the same day. Primary source date: physician. Seriousness criteria as per reporter: not specified. This case involves an adult female pt ((B)(6)), who was injected poly-l-lactic acid (sculptra) on an unspecified date of 2009 for aging correction (details of treatment and route unk). The pt started to experience visible nodules in chin and perioral area 3 months ago. Outcome: not recovered. Causal relationship as per reporter: possible.